Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a cardiac arrhythmia planned treatment/non-emergency treatment and the procedure was aborted. The procedure was completed using another system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up. Review of the system log file didn't confirm the reported malfunction. Upon functional testing, the fse found that the system was not booting up and showed a blue screen error due to a defective system hard disk. To resolve the issue, the fse replaced host pc¿s hard disk and restored the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.